Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced a hyperglycemic event on (B)(6) 2026 because the infusion set was inserted into a body crease or an area subjected to temporary positional blockage. The blood glucose level was high, and the patient was treated with a correction bolus via pump. The insertion site was the abdomen. No further information available.